Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringes had foreign matter in the form of particles in their syringes. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: five photos were received and evaluated. The photos depict a 3ml syringe from different angles with a red and a clear tip caps attached. The syringe is filled with unidentified clear liquid to approximately 1.1ml line. A large grayish-black foreign matter can be seen above the stopper in the fluid path. The foreign matter appears flat and vaguely oval in shape. It cannot be identified from the photos provided. The product in the photo has been manipulated ¿ taken out of its packaging, filled with liquid and capped. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: it is not possible to determine whether the foreign matter originated during the manufacturing process or was introduced during the customer¿s filling operation. Therefore, no corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ syringes had foreign matter in the form of particles in their syringes. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that bd luer-lok syringes had foreign matter in the form of particles in their syringes. There was no report of exposure, serious injury or medical intervention.